Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that three lesions were treated one in the mid lad, one in the proximal lad and the other in the mid rca. Pre dilatation was performed. A proximal dissection occurred during use of the xience v stent which was implanted in the mid rca. The dissection was treated successfully with the placement of another xience v stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info dissection, as listed in the xience IFU, is a known adverse event associated with coronary stenting dissection is not an indication of a quality issue and there was no device malfunction. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel and may cause acute closure of the vessel requiring intervention (CABG, further dilatation, placement of additional stents, or other)." A conclusive root cause cannot be determined for the reported dissection and its relationship to the device.